Manufacturer narrative:
Follow-up 01/28/2016: reportedly, customer indicated bg levels were decreasing but still in the 200 (mg/dl) ranged. Customer declined further troubleshooting and indicated they would continue to monitor bg levels. Follow-up 02/01/2016: customer reported bg levels were under control. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 487 (mg/dl). Customer changed supplies and delivered a bolus and bg levels decreased to 355 (mg/dl). Reportedly, cartridge uses humalog and is changed every 3 days. During troubleshooting with tandem technical support, a small air bubble was noted in the luer lock. Customer was reminded that humalog is indicated for up to 48 hours of use and should be used as labeled. Customer acknowledged.